Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation. Components not revised: product name: profemur® r prox body plasma spray x-small modular product ID: ppw38354. Product name: profemur® roughened distal stem, tapered product ID: ppw38022. Product name: profemur® modular femoral neck product ID: pha01224.